Event description:
During surgery the physician was drilling the bone. 1/3 of the depuy 4.5 bone drill broke off and stayed in the bone. X-rays were taken. The surgeon was unable to remove the broken drill bit. It was decided to leave it in the bone.